Event description:
The customer reported 75 discrepant results (67 false negative and 8 misidentification of genotype) on the alinity m hr hpv assay. The customer observed that there was unusual amplification curves, either a baseline tilt or a non-sigmoidal curve on the initial run. These samples were then repeated, and the repeat result was discrepant to the original result. The customer provided the following discrepant results and associated sample ids (sids): initial testing, repeat testing; sid, date, hpv result, date, hpv result; (B)(6), on (B)(6) 2025, hpvoa, on (B)(6) 2025, hpvoaob, (B)(6), on (B)(6) 2025, negative, on (B)(6) 2025, hpvob, (B)(6), on (B)(6) 2025, negative, on (B)(6) 2025, hpvob, (B)(6), on (B)(6) 2025, negative, on (B)(6) 2025, hpv16, (B)(6), on (B)(6) 2025, negative, on (B)(6) 2025, hpvob, (B)(6), on (B)(6) 2025, negative, on (B)(6) 2025, hpv45, (B)(6), on (B)(6) 2025, negative, on (B)(6) 2025, hpvob, (B)(6), on (B)(6) 2025, negative, on (B)(6) 2025, hpvob, (B)(6), on (B)(6) 2025, negative, on (B)(6) 2025, hpvob, (B)(6), on (B)(6) 2025, negative, on (B)(6) 2025, hpvob, (B)(6), on (B)(6) 2025, hpvother, on (B)(6) 2025, hpv18oaob, (B)(6), on (B)(6) 2025, negative, on (B)(6) 2025, hpvob, (B)(6), on (B)(6) 2025, negative, on (B)(6) 2025, hpvob, (B)(6), on (B)(6) 2025, negative, on (B)(6) 2025, hpvob, (B)(6), on (B)(6) 2025, negative, on (B)(6) 2025, hpvoa, (B)(6), on (B)(6) 2025, negative, on (B)(6) 2025, hpvob, (B)(6), on (B)(6) 2025, negative, hpvob, (B)(6), on (B)(6) 2025, negative, hpvob, (B)(6), on (B)(6) 2025, negative, hpvob, (B)(6), on (B)(6) 2025, negative, hpv16, (B)(6), on (B)(6) 2025, negative, hpvob, (B)(6), on (B)(6) 2025, negative, hpvob, (B)(6), on (B)(6) 2025, negative, hpvob, (B)(6), on (B)(6) 2025, negative, hpvoa, (B)(6), on (B)(6) 2025, negative, hpvob, (B)(6), on (B)(6) 2025, negative, hpv18ob, (B)(6), on (B)(6) 2025, negative, hpvob, (B)(6), on (B)(6) 2025, negative, hpvob, (B)(6), on (B)(6) 2025, negative, hpvob, (B)(6), on (B)(6) 2025, negative, hpv1845, (B)(6), on (B)(6) 2025, negative, hpvob, (B)(6), on (B)(6) 2025, negative, hpob, (B)(6), on (B)(6) 2025, negative, hpvob, (B)(6), on (B)(6) 2025, negative, hpvob, (B)(6), on (B)(6) 2025, negative, hpvob, (B)(6), on (B)(6) 2025, hpv45, hpvoa, hpv18, hpv45, hpvoa, hpvob, (B)(6), on (B)(6) 2025, negative, hpvob, (B)(6), on (B)(6) 2025, negative, on (B)(6) 2025, hpvob, (B)(6), on (B)(6) 2025, negative, on (B)(6) 2025, hpvob, (B)(6), on (B)(6) 2025, negative, hpvob, (B)(6), on (B)(6) 2025, negative, hpvob, (B)(6), on (B)(6) 2025, negative, hpvob, (B)(6), on (B)(6) 2025, negative, hpvob, (B)(6), on (B)(6) 2025, negative, hpvob, (B)(6), on (B)(6) 2025, negative, hpvob, (B)(6), on (B)(6) 2025, negative, hpvoaob, (B)(6), on (B)(6) 2025, negative, hpvob, (B)(6), on (B)(6) 2025, negative, hpvob, (B)(6), on (B)(6) 2025, negative, hpvob, (B)(6), on (B)(6) 2025, negative, hpvob, (B)(6), on (B)(6) 2025, negative, hpv45, (B)(6), on (B)(6) 2025, negative, hpvob, (B)(6), on (B)(6) 2025, negative, hpvob, (B)(6), on (B)(6) 2025, negative, hpvob, (B)(6), on (B)(6) 2025, negative, hpvob, (B)(6), on (B)(6) 2025, negative, hpvob, (B)(6), on (B)(6) 2025, hpvoa, hpvoaob, (B)(6), on (B)(6) 2025, negative, on (B)(6) 2025, hpvob, (B)(6), on (B)(6) 2025, negative, hpv16, (B)(6), on (B)(6) 2025, negative, hpvob, (B)(6), on (B)(6) 2025, negative, hpvoa, (B)(6), on (B)(6) 2025, hpvob, hpvoaob, (B)(6), on (B)(6) 2025, negative, hpvob, (B)(6), on (B)(6) 2025, hpv16, hpv16ob, (B)(6), on (B)(6) 2025, hpv16, hpv16oa, (B)(6), on (B)(6) 2025, negative, hpv16, (B)(6), on (B)(6) 2025, negative, hpv16ob, (B)(6), on (B)(6) 2025, negative, hpvoa, (B)(6), on (B)(6) 2025, negative, hpvob, (B)(6), on (B)(6) 2025, negative, hpv16, (B)(6), on (B)(6) 2025, negative, hpvob, (B)(6), on (B)(6) 2025, negative, hpvob, (B)(6), on (B)(6) 2025, hpvoa, hpv18oa, (B)(6), on (B)(6) 2025, negative, hpvob, (B)(6), on (B)(6) 2025, negative, hpvoa, the customer reported that the repeat result was the one which was reported out of the lab, and there is no known impact to patient management.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m hr hpv assay, list number: 09n15-090, which is the same/similar to the alinity m hr hpv assay, list number: 09n15-095, which received FDA approval.

Manufacturer narrative:
The results of the investigation are summarized as follows: retain / file sample evaluation: the file sample evaluation for alinity m hr hpv amp kit (list 09n15-090) lot 410062 was performed. The file sample evaluation met all validity and acceptance criteria. There were no error codes or flags present among all replicates. All replicates were interpreted correctly by the assay software. The results for the parameters being evaluated were within the lower specification limit (lsl) and the upper specification limit (usl). Moreover, there were no instances of false negative samples or misidentification of genotypes; therefore, the file sample evaluation for lot 410062 met the acceptance criteria and validity criteria. As a result, the product file sample evaluation for the alinity m hr hpv amp kit (list 09n15-090) lot 410062 received a disposition of pass. Customer data review: the assay met specification requirements as no error codes or flags were displayed for the run controls, indicating the reagents are performing per specification. The amplification curves were normal in both baselined and raw data for the other hr hpv b genotype as well as the cellular control. The amplification curve for sample ID (sid): (B)(6) crossed the threshold but generated a negative result as the max ratio (mr) value of 0.104 was below the mr threshold of 0.105 for the hpv16 genotype. The retest for sid (B)(6) on (B)(6) 2025 produced a fractional cycle number (fcn) value of 29.57, which is near to the cycle cutoff of 31.0 for the other hr hpv b genotype. Quality data review: device history review (DHR). The manufacturing packet for alinity m hr hpv amp kit (list 09n15-90) lot 410062 was reviewed to identify if there were any issues related to the reported complaint. No issues were identified which could result in the reported complaint. The quality control (qc) control kit masterlot testing for alinity m hr hpv amp kit (list 09n15-90) lot 410062 (including components) met all validity and acceptance criteria. No issues related to the reported complaint were identified during qc testing. CAPA (corrective and preventive action) / non-conformance review: a lot specific CAPA search was performed to identify related existing internal quality records to the reported complaint during production or internal use. Lots 410062, 410060, and 409812 were searched. The lot specific CAPA review did not identify any existing internal records or nonconformances related to the reported complaint for lots 410062, 410060, and 409812. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the case being investigated. The complaint history review did not identify any additional complaints related to the reported issue for alinity m hr hpv amp kit (list 09n15-090) lot 410062. Complaint trending was completed. A trend violation was not identified as the upper control limit was not exceeded for product 9n15 (base list part number). No new adverse trend was identified in this dataset. Based on the results of the investigation elements, a product deficiency for alinity m hr hpv amp kit (list 09n15-090) lot 410062 was not identified.